Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced high impedances. As a result, surgical intervention may be undertaken at a later date.